Manufacturer narrative:
E1/facility name: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had solution leaking out of the tip. The issue was found during preparation for use for an unspecified diagnostic procedure that was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device had solution leaking out of the tip. The issue was found during preparation for use for an unspecified diagnostic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ultrasound catalyst was reduced due to the leakage of liquid from the tip which prevented the image from being depicted properly and liquid leaked from scratches on the tip. The cause could not be determined. Olympus will continue to monitor field performance for this device.